Event description:
It was reported that this device could not be interrogated. The patient was scheduled for an MRI and the local representative was asked to check the device prior to the imaging procedure. The local representative found the device had a battery status at end-of-life (eol). The device had reached eol back in (B)(6) 2021 but was still implanted. The pulse generator had been implanted less than 5 years before it reached eol. The device remains implanted, however, technical services recommended explant. There were no adverse patient effects.